Event description:
Surgeon had informed me that he needed to remove a broken gamma nail and replace it with a new one. The device appears to have been broken at the level of the lag screw insertion point. There was also a broken distal locking screw. We remove the device and the patient had a new one implanted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.